Event description:
Report received of a tubing rupture during power injection. An unspecified amount of omnipaque 350 was being injected via power injector at 2ml per second through an extension set for a CT scan of the chest. It was reported that the tubing ruptured after approximately 100cc of contrast had been infused. The tubing rupture occurred approximately in the middle of the extension set. As a result, the contrast sprayed out onto the pt and the pt's intravenous access site "was lost." There was no report of blood loss and the pt's IV was restarted. The pt's CT scan was successfully completed with the contrast that had been infused prior to the tubing rupture. There were no reported adverse pt effects. Though requested, no additional info was provided.